Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.

Event description:
Boston scientific received information that during routine replacement of this pacemaker, the right atrial (ra) and right ventricular (rv) leads were stuck in the header and were unable to be removed. The device header was cut and the leads were able to be removed and reused with the replacement device. No adverse patient effects were reported.